Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error occurred on a homechoice device during peritoneal dialysis therapy. Upon evaluation of the returned instrument, the unknown system error was determined to be a system error 2240. There was no report of patient injury or medical intervention associated with this event. No additional information is available.